Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted to the hospital due to septic shock secondary to pneumonia. Ever since then the patient has not been doing well, had poor appetite, generalized weakness. In the afternoon of (B)(6) 2016 he developed intermittent drenching sweats and dyspnea, that became significantly worse after the patient threw up. On presentation to the emergency room, the patient was profoundly hypotensive, hypoxemic, didn't improve cardiopulmonary status after being initiated on maximum dose of continuous IV infusion of dopamine and ventilatory support via bipap. Imaging studies demonstrated bilateral pulmonary edema and effusions urinalysis was c/w uti. Laboratory studies revealed elevated probnp, procalcitonin and worsening in kidney function. The patients family requested discontinuation initiated in the ER ventilatory and pressor support and transition to comfort measures only. The patient died in the acute palliative care unit on (B)(6) 2016.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.